Event description:
The report stated that during the repair of a vesico colic fistula during an ileal loop diversion the ligasure impact was used to seal and divide tissue. After the division of tissue the jaws of the handpiece could not be opened. A second impact was then used to ligate tissue and free the first device. There was ample tissue available for this. There was no lasting effects or damage to the patient due to the availability of this tissue.

Manufacturer narrative:
Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter.